Event description:
During an esophagogastroduodenoscopy, the physician used a cook fusion omni-tome. It was reported that when the user used the fs-omni to open the sphincter of the duodenal papilla, a crack appeared in the plastic tube at the front end of the cutting wire, which stuck the wire guide and prevented the procedure from being completed. The procedure was completed after replacing with another fs-onmi. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of receipt of new information.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed that the distal tip of the device catheter has been damaged. It is not known at what point the distal tip became distorted/damaged. No section of the sphincterotome device was missing. The cutting wire appears to be intact. A brown substance was observed within/ on the distal tip. The injection hub and plastic adapter were noted to have bent and detached at the base of the metal hub, separating from the catheter likely due to an external force. The shrink tubing around the injection hub has ripped. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device confirmed damage to the distal tip. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additionally, the returned device's injection hub was observed to be detached from the catheter upon return. It is unknown at what point this disconnection occurred as this was not mentioned by the user. Excessive pressure or force being applied to the device during return transit may have contributed to this separation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.